Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The device history record was reviewed and no issues were found during manufacture that would contribute to the complaint condition. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development evaluation was conducted. The device is not ¿jammed¿ or connected to any other devices involved in this complaint. The cap of the coupling screw is no longer attached to the shaft of the device. The cap has many hammer marks on the proximal end. The design, materials and finishing processes were found to be adequate for the intended use of this device. Given the complaint description and the condition of the returned device this complaint likely occurred as a result of the cap being struck off axis during the helical blade insertion procedure, causing the cap to break off. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an intramedullary nail trochanteric fixation of the left hip on (B)(6) 2014, the coupling screw was broken. While the surgeon was inserting the helical blade into the femur head he hit the helical blade inserter. Subsequently, the impactor, or the large knob on the coupling screw, broke off. The surgeon continued the procedure using another trochanteric fixation nail system from the back table since the devices jammed and could not be easily separated. There was a 15 minute delay in surgery but the procedure was successfully completed. Patient outcome was reported as successful. This is report 1 of 3 for complaint (B)(4).